Event description:
It was reported that a user experienced hyperglycemia with a blood glucose value over 400 while using the ilet system; the agent recommended a supply change, and the user declined follow-up but stated they would call back if further assistance was needed. Symptoms included high blood glucose. Outcomes included user-reported elevated glucose without reported injury or hospitalization. Investigation included troubleshooting and education conducted by the agent. Investigation of this case revealed no device malfunction reported and no component-specific issue identified, with the event classified as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.